Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose and customer state that they were not able to passed the high performance test. The customer blood glucose level was 340 mg/dl at the time of incident and the current blood glucose of the customer is 197 mg/dl. Customer treated with insulin pen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer report customer did not allege insulin pump was under delivering. Customer states the drive support cap appears normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).